Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. A cracked belt clip was noted. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump was recently exposed to sweat. Blood glucose level was 323 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)